Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Load use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. Loa.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, the customer lost consciousness and was given sugar by a friend and was then transported to the emergency room by emergency medical services. The customer was subsequently hospitalized with a blood glucose (bg) level of 12 mg/dl and was treated with intravenous fluids of saline and other fluids (customer could not recall specifics of other fluids). The customer was discharged two days later with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.